Event description:
An operating room manager reported that during a procedure, a cataract system shut down on its own. The system was rebooted and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).